Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of a -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged with for a replacement due to a lens tear/break during injection/delivery into the eye. No patient injury was reported. The problem was resolved. The cause of the event is unknown.